Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: protruding into my uterus /sticking inti my uterus right essure coil was pretending through the right tube and then bent back around towards left') and device breakage ('essure coil was removed in 2 pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and pregnancy (gravida 3, para 3 multipara). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis") and fungal infection ("yeast infection"). In (B)(6) 2017, the patient experienced rash macular ("red and swollen patches"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), incision site complication ("the incision took a year to heal") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, bacterial vaginosis, fungal infection, dysmenorrhoea, incision site complication and hypersensitivity outcome was unknown, the pelvic pain, rash macular and vaginal infection had resolved and the alopecia was resolving. The reporter considered alopecia, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, fungal infection, hypersensitivity, incision site complication, pelvic pain, rash macular and vaginal infection to be related to essure. The reporter commented: 7 to 8 coils seen outside the tube on right side. Same thing on left side, essure inserted and released 5 to 6 coils seen outside the tube inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: protruding into my uterus /sticking inti my uterus right essure coil was pretending through the right tube and then bent back around towards left') and device breakage ('essure coil was removed in 2 pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and pregnancy (gravida 3, para 3 multipara). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis") and fungal infection ("yeast infection"). In (B)(6) 2017, the patient experienced rash macular ("red and swollen patches"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), incision site complication ("the incision took a year to heal") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, bacterial vaginosis, fungal infection, dysmenorrhoea, incision site complication and hypersensitivity outcome was unknown, the pelvic pain, rash macular and vaginal infection had resolved and the alopecia was resolving. The reporter considered alopecia, bacterial vaginosis, device breakage, device dislocation, dysmenorrhoea, fungal infection, hypersensitivity, incision site complication, pelvic pain, rash macular and vaginal infection to be related to essure. The reporter commented: 7 to 8 coils seen outside the tube on right side. Same thing on left side, essure inserted and released 5 to 6 coils seen outside the tube inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2021: fu 2 and 3 processed together. Pfs and mr received- new event device breakage, bacterial vaginosis, malposition of essure device location of device:sticking into my uterus and pelvic pain were added. Reporter information and medical history were added. On 20-feb-2021: fu 2 and 3 processed together. Pfs received- new event yeast, red and swollen patches, dysmenorrhea (cramping), vaginal infection, allergic reaction, the incision took a year to heal and hair loss were added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.